Event description:
Enduser stated press forward or reverse unit will hesitate, or from no speed to medium speed, put pressure on reverse while you are pressing the forward and it will make the shaft of pot make the brush rub on the contact.

Manufacturer narrative:
(B)(4). MFR. Report # 1525712-2013-03555 indicting the manufacturer as unknown. The correct manufacturer is invacare (B)(4).